Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed/failed. A pairing test was performed and passed/failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined via product investigation. No additional patient or event information is available

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient stated the cgm was displaying 70 mg/dl. Based on this value, she made certain treatment decisions and later experienced symptoms, she was dizzy and got clammy and had trouble walking. She went to the bathroom multiple times. The patient stated she felt that she was going to pass out, but it did not happen at that time when she felt it. As a result of these symptoms, she was unable to perform a fingerstick. The patient decided to call her endocrinologist to report her symptoms and her doctor called the ambulance. When ambulance came, the patient's finger stick was 129 mg/dl and the patient was transported to the hospital. At the hospital the patient's bg was 353 mg/dl while her cgm continued to show 70 mg/dl the patient unable to recall what treatment was provided to her while in the ambulance but only recalled what treatment was provided to her in the hospital. Hospital did chest x-ray, took blood and tested for covid. They performed an EKG (electrocardiogram) and they give the patient saline because the patient was dehydrated and hyperglycemic. The hospital tested the blood, and they got bgm 353 mg/dl, which was the fingerstick value, while in the hospital, the patient did not remember if she is still wearing her sensor at that time. She was hospitalized for three days and two nights. The patient left the hospital on the (B)(6) 2024 with medical van services. Before the patient left the hospital, they did an echocardiogram, drew blood and did a fingerstick, but patient couldn't recall the values. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). H2 additional information, h6 health effect - impact code - additional, h6 health effect - clinical code - additional, h6 health effect - clinical code - e0122 movement disorder.

Event description:
Subsequent to the initial MDR, additional information is required.